Event description:
The reporter stated that the near-empty alarm sounded, but did not beep continuosuly, as expected when set to medium priority with the 4.0.2 software version. The drug used was neosynephrine. The baby had to be resuscitated, but is fine now.